Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the chair will not go into drive lock out. It is turned on the dealer states and it has a new free ball switch.